Event description:
Information was received from a patient regarding an external device. Caller stated that while they were admitted into the hospital, their handset connected to a blood pressure device and now they can't get back to their personal therapy manager and nothing is working. Caller then realized that they no longer have a scs/ins from this manufacturer and that they have an abbott scs ins and need to call abbott. Agent did not confirm managing hcp or event date because the allegation was made about different manufacturer's device. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".